Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced intermittent stimulation and pocket stimulation following an implantable neurostimulator replacement in early (B)(6) 2011. Impedances for many electrode pairs were greater than 40,000 ohms. It was later reported that the pt was able to get some efficacy using electrodes 0. 1 and 2. The pt met her hcp on (B)(6) 2011 to see about a possible revision, but the pt was getting ok coverage and wanted to hold off on any revisions.